Event description:
It was reported that the back screw of the device broke. There was no harm or adverse event for patient, operator or third party reported. No further information received. Update 22-apr-2021 jbre: customer reported that during surgery the back screw of the device broke. There was no harm for patient, operator or third party reported. No further information received. Update 27-apr-2021 jbre: customer reported further, that the surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the complaint allegation is not confirmed without the device being returned or any photos provided. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.